Manufacturer narrative:
Analysis of the ins found no significant anomaly. The ins was functionally okay.

Event description:
It was reported that the patient had poor coupling. The patient got the poor coupling screen. The patient was able to connect to implantable neurostimulator (ins) and turn therapy on and off. The patient met with the manufacturing representative. The manufacturing representative was not able to get any coupling bars with the patient¿s implantable neurostimulator recharger (insr). Another insr was not tried. The manufacturing representative checked the battery with the physician programmer and the battery looked okay. The battery got 66 at its highest. Repositioning the antenna did not solve the issue. The patient was implanted on (B)(6) 2015 and had not been able to charge her implantable neurostimulator (ins) because since she got the device she had never gotten coupling bars. The patient reported poor telemetry or no telemetry when charging. The battery was working fine but they were unable to get the ins to communicate with the insr. The patient wanted to try a new insr antenna due to the poor coupling. No device was returned for analysis. C500. A new antenna was sent but that did not work. The reporter was unsure if the ins was too deep. The device was removed. Symptoms reported included pocket issue-not healing properly. The pocket did not heal properly and was open on one end. There was no infection. The healthcare professional (hcp) decided to remove the ins and wait a couple of weeks and then re-implant. One lead was still in the patient¿s body. It was noted that the explant of the battery was not related to a device issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger. Product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID 3550-29, lot# n455694, implanted: (B)(6) 2015, product type: accessory. (B)(4). Analysis results were not available at the time of report. A follow up report will be submitted when analysis results are available.